Event description:
Program which provides health care services to the frail elderly including homecare, reports several near strangulation events -entrapment events- involving "transfer poles" from several manufacturers. When the program attempted to identify parameters for safe use of these devices they found no specific guidance and inconsistent specific guidance - for example how far should the poles be from the bed? What steps should be taken to prevent the bed from moving when pole is used? How should family assess the pt's risk? What factors should family and caregivers, and the pt be aware of to prevent injury? - some instruction books mention the risk of injury and again had no specific direction about what to do to prevent this particular risk. - brands include guardian safe-t-pole, healthcraft superpole sys, and the sunrise transfer safety pole. Review of regulations and guidance from regulatory agencies: no specific instructions or assistance for these devices was found - lots of advice about bed rails... But none about these devices.-